Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information has been provided since the last medwatch report submission.

Manufacturer narrative:
Investigation - evaluation. It was reported that the catheter repair segment of an unknown cook tpn cvc repair kit became dislodged. The catheter was originally placed in the patient's arm. The first repair occurred in 2020. The patient did not experience any adverse effects due to this occurrence. The catheter that was repaired was reported to be a 7 fr dual lumen model. A review of tpn repair kits to the user facility was able to identify rpn: c-rhcd-7.0 as the only device intended for 7 fr dual lumen catheters. As such, this rpn was investigated. A review of the complaint history, instructions for use (IFU), and quality control of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was unable to be completed due to a lack of lot information from the user facility. As adequate inspection activities have been established and no other lot related information is available, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The repair kit is supplied with IFU c_t_irhc_rev3, which contains images to accompany instruction and states the following in relation to the reported failure mode: ¿intended use the catheter is intended for used by physicians trained and experienced in placement of central venous catheters. Standard techniques for catheter handling and repair should be employed instructions for use 1. Prepare the area. Firmly clamp the catheter near is entrance to the skin with a rubber-shod forceps. 2. Cut off the damaged portion of the catheter. 3. The replacement catheter end has a preloaded metal cannula. Apply adhesive to the metal cannula. 4. Insert the metal cannula into the existing catheter lumen with a twisting motion. 5 slide the exsiting catheter over the metal cannula until it is flush with the replacement catheter tubing. 6. Apply adhesive to the junction. 7. Slide the sleeve over the junction. 8. Inject adhesive into both ends of the sleeve and wipe off the excessive adhesive¿. Based on the information provided, no product returned, and the results of our investigation, a definitive root cause for this event was unable to be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the catheter repair segment of an unknown cook tpn cvc repair kit became dislodged. The catheter was originally placed in the patient's arm. The first repair occurred in 2020. The patient did not experience any adverse effects due to this occurrence. The existing catheter has had a history of repair done. This report references the first repair, while a subsequent repair for this catheter in which the cylindrical sleeve would not fit into the repair segment, has been reported in the MDR submission 1820334-2021-01358.